Event description:
The customer's mother reported via phone call that they had an issue with the insulin pump while trying to give a bolus. Customer's mother stated that they received a failed battery test. Customer's blood glucose was 158 mg/dl. Customer's mother stated that they had put in a battery on saturday and the battery was in use for a full 24 hours before they received the failed battery test. Customer's mother was unable to complete troubleshooting because the call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.